Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery charge printed circuit board was replaced. The system was tested and found to be operating as intended and put back into service.

Event description:
The customer reported that the system had an ap channel 8 failure error message displayed outside of a procedure. No patient injury was reported.